Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated that there was no patient involvement.

Event description:
(B)(4). Customer is experiencing error code 120.4610 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the power supply board. However I informed them it could be the 120 switching power supply as well. Recommended sending unit in for repair. Customer will call back with purchase order. Ended call. Ref: (B)(4).